Event description:
A male pt implanted on 4/16/96 with spine system bone screws underwent a surgical revision on 4/30/96 after the physician noted on 4/25/96 that one of the screws appeared to be backing out of the spine. The physician indicated that the bone screws were explanted and replaced. No complications were observed post-op. The pt will continue to be followed by the physician.